Event description:
The user facility reported that during a therapeutic transurethral bladder procedure, the patient's bladder was said to have hemorrhaged. The users reportedly attempted to stop the bleeding with the subject device without success. A second wa20067a was said to have been used, with similar results. The procedure was reported to have been aborted and was rescheduled. The current condition of the patient is unknown. There has been no other significant additional information provided to date.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The electrode which had been used at the time of the event was not available for testing as it had been discarded by the user facility. The subject device was tested with an olympus test electrode, which was noted to lock into the teflon body as expected. Upon further inspection, the electrode receptacle was found to be blocked by a remnant of an unidentified electrode which had been broken off inside the receptacle. Following the removal of the unidentified electrode remnant, the device operated appropriately. Based upon the results of the investigation, it appears that an unidentified model of electrode was broken off inside the device, which prevented proper connection of the electrode and delivery of energy at the time of the reported event. This event is likely the result of user handling. This report is being submitted as a medical device report in an abundance of caution. This device is one of the four devices used at the time of the reported event. Reference MFR numbers: 9610773-2008-00033, 9610773-2008-00034 and 9610773-2008-00035 for other devices which were said to be associated with this report.